Event description:
A peritoneal dialysis (pd) patient reported being previously hospitalized in july for peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy utilizing ceftazidime (dose unknown) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ceftazidime (dosing not provided) which has since been completed. The nurse stated the patient has recovered from the event and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Correction: h.2. And in prior follow up 1 report, d.9. And h.3. Had additional data listed.

Manufacturer narrative:
Plant investigation: the complaint sample used by the patient is not available for manufacturer physical evaluation. Since the lot number of product involved is unknown, a search in the sap system was performed for the lots delivered to the customer with a time frame of three months¿ prior the event date, in order to verify product availability for companion samples at the distribution centers. From the lots delivered to the customer, it was found that the lot 24cr08070 has availability to be returned, therefore, one case was requested of this lot to be returned. On 11/07/2025, reynosa received 10 companion samples from the dc, as requested. The original package was identified with product number 050-87212 and lot number 24cr08070 under sto number (B)(4). The companion product samples were visually inspected in accordance with bom 050-87212. No issues were observed: the line showed no damage, the cassette had no tears, and no other conditions were noted that could result in peritonitis. The cassette set was found to be in the expected condition. A functional test was performed on the companion product samples using a cycler machine. During testing, no air bubbles, alarms, leaks, or other anomalies were detected. After completion, the cassette was removed from the cycler and no moisture was present. The test was successfully completed. During the DHR (device history record) review the lot involved does not show any non-conformances, deviations or associated rework related to the alleged complaint description. The failure mode identified is ¿r032 unknown¿ due to according the complaint product sample the alleged failure mode could not be confirmed since there were no issues during the analysis.

Event description:
A peritoneal dialysis (pd) patient reported being previously hospitalized in (B)(6) for peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy utilizing ceftazidime (dose unknown) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ceftazidime (dosing not provided) which has since been completed. The nurse stated the patient has recovered from the event and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Event description:
A peritoneal dialysis (pd) patient reported being previously hospitalized in july for peritonitis. There were no reported allegations that this event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy utilizing ceftazidime (dose unknown) intra-peritoneal (ip). On (B)(6) 2025, the patient was discharged from the hospital continuing antibiotic therapy with ceftazidime (dosing not provided) which has since been completed. The nurse stated the patient has recovered from the event and continues pd with the same cycler. The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler / fresenius cassette and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler / fresenius cassette malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.